Manufacturer narrative:
The reported event of frequent rr low alarms for etco2 fleet file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n 14739764 service history showed the device had a manufacture date of 10/14/2016. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that users reported that the fleet of 10 etco2 modules were alarming when not expected to be alarming. The devices alarmed for respiratory rate low when patients were breathing at a rate higher than 6 bpm. No patient harm was reported.